Event description:
Caller reported experiencing intermittent occlusion alarms. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin administration.